Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set occlusion at site events on 06-jun-2024 after 3 hours of insertion. Infusion set has not been used for more than 72 hours. Insertion site was abdomen. The blood glucose level was 221mg/dl. Customer changed supplies as necessary and resumed insulin therapy. No further information available.